Manufacturer narrative:
The event of bipolar not functioning was reported to abbott. A procedure was abandoned due to the bipolar setting not functioning. Additional information indicates there was no malfunction with the generator and the issue was later able to be resolved via education of the user. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported a procedure was abandoned due to the bipolar setting not functioning. Additional information indicates there was no malfunction with the generator and the issue was later able to be resolved via education of the user.